Event description:
It was reported the pt was unable to adjust the stimulation with or without the antenna. The stimulator was on. The pt did not feel stimulation. The pt had recently fallen several times. Additional info has been requested from the hcp, but was not available as of the date of this report.